Manufacturer narrative:
The lot was manufactured between 12apr2019 and 13apr2019. The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing no leak was observed. The reported condition was not verified. The remaining devices were not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eight (8) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from unspecified locations. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.